Manufacturer narrative:
Device not returned.

Event description:
It was reported that allegedly the patient's magec rod was not lengthening. The physician explanted the rod, and was found not to be functioning properly upon manual distraction.

Manufacturer narrative:
This report is duplicate report of 3006179046-2019-00103.

Event description:
It was reported that (B)(6) 2018 lengthening was attempted and failed. (B)(6) 2018 lengthening was attempted and failed. The patient has this rod initially implanted (B)(6) 2017. It was discovered in the clinic the rod would no longer lengthen. The rod was removed and was found not to be functioning properly upon manual distraction. Implant date: (B)(6) 2017. Explant date: (B)(6) 2018.